Event description:
The daughter of the patient alleges the wheelchair broke free from the base during a motor vehicle accident; and as a result, the patient passed away.

Manufacturer narrative:
Method: device is not available for evaluation. Results: user was seated in the device in a vehicle at the time of a motor vehicle accident. Conclusions: failure to follow warnings.